Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "postoperative bone fracture and pain.¿ number 31 states, ¿pain, swelling, or the onset of a limp may occur, requiring further evaluation from an orthopedic surgeon."

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2012 and a revision procedure on an unknown date due to patient allegations of pain and personal injury. Review of invoice history indicates initial hip arthroplasty was performed on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿ loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2012 and a revision procedure on an unknown date due to patient allegations of pain and personal injury. Review of invoice history indicates initial hip arthroplasty was performed on (B)(6) 2012. Additional information provided in patient medical records indicates the left hip revision was performed on (B)(6) 2014 and was due to pain. The patient's operative report noted a loose cup with no ingrowth. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.